Manufacturer narrative:
Concomitant products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from the patient who was implanted with a neurostimulator (ins) for multiple back operations and spinal pain. It was reported that the patient needed to do an MRI to examine the area where the leads were. They suspected that the leads were moving or catching on something or that the device was not compatible with his body. The patient also stated that the device had never been effective. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.